Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient reported that the dexcom values were not reading correctly, which led the insulin pump to deliver more insulin than it should have, causing her to experience hypoglycemia and subsequent hospitalization due to low blood glucose levels. This incident regarding dexcom readings and hospitalization occurred around (B)(6) 2025. There was no treatment documented. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.